Manufacturer narrative:
He device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the information reviewed, the reported leaflet grasping failure appears to have been a result of challenging patient anatomy. The reported tissue damage appears to have been a result of procedural conditions. The reported worsening mitral regurgitation appears to have been a cascading event of the tissue damage. The reported patient effects of tissue damage and unchanged mitral regurgitation are listed in the mitraclip instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage requiring surgery. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed but grasping was difficult. Multiple grasping attempts were made but the prosterior leaflet could not be grasped. In the eight grasping attempt the anterior leaflet and chordae rupture occurred resulting in an anterior flail and increase in mr. The physician decided to abort the procedure and send the patient for mitral valve surgery. No additional information was provided.